Event description:
General report rec'd of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the tubing sets were being used for intermittent deliveries of unspecified medications. It was reported that the removable clave ports were tightened onto the female adapters of tubing sets prior to initiating the therapies. The secure lock male adapters of the tubing sets were connected to pts' IV access sites. After unspecified lengths of time, the removable clave ports disconnected from the tubing sets. It was reported that solutions leaked and unspecified volumes of bleed back were noted. The tubing sets were replaced and the therapies were resumed. There were no reports of adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no add'l info were provided.

Manufacturer narrative:
The lot numbers of the devices that were in use are unk. The customer contact identified one possible lot number (plots). The possible lot number is 100794w and is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.